Event description:
The surgeon attempted to implant a cc4204bf collamer plate lens but it tore in the cartridge prior to being inserted. There was no pt contact or injury. The nurse stated that it is unk as to why the lens tore. An indigo-p injector and an sfc-25 fp cartridge were used but the nurse was unable to provide the lot numbers.